Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument with higher results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens technical application specialist (tas) reviewed the instrument data and determined that the calcium method should be moved to a different server. The customer moved the calcium method to server 3 and stated that they would monitor the calcium results. The cause of the discordant, falsely low calcium results is unknown.